Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date. Post-operatively, the patient experienced wound dehisence and underwent re-operation. The surgeon reported that the suture had spliced lengthwise. Additonal information has been requested.